Event description:
Pt presented with a contained rupture emergent in the middle of the night, had saccular aneurysm and strong, anterior neck angulation that may not have been full appreciated on CT; in 2009 pt had implant of a 28-16-140bl bifurcated device and a 28-28-75l proximal extension. Pt developed a proximal type I endoleak at the proximal end of the cuff, and what appeared to be a proximal type iii or IV endoleak between the main body and cuff. On angio, it appeared that the struts of the main body were damaged. On 6/10/09, the type I endoleak was resolved with a palmaz stent and post ballooning. The type iii/IV endoleak was resolved by implanting an add'l 28-28-75l proximal cuff inside the main body and original cuff. The procedure was completed with good results, the pt is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Pt presented with an emergent rupture; unk if pt anatomy met criteria per instructions for use. Use of the palmaz stent is off-label.